Event description:
Physician was giving anesthesia. He added this extension tubing to the IV line. Part way through the case, physician noticed the bed was wet and checked under the sterile field. Physician noticed there was a pinhole in the extension tubing. Physician noted that packaging for the tubing had been intact. The defective tubing was replaced.